Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra smart meter read inaccurately high compared to another meter. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2014 at approximately 12pm. On an unspecified date/time, the patient reportedly obtained blood glucose readings of ¿168, 195, 155, and 198mg/dl¿ with the subject meter and ¿95 and 84mg/dl¿ with the accucheck meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient manages his diabetes with insulin (self-adjuster); however, it is not clear what action (if any) the patient took in response to the reported meter issue and the patient denied testing his blood glucose with another device. According to the csr¿s documentation, 30 minutes after the product issue occurred, the patient reportedly developed symptoms of green spots in his vision, sweating, shaking, and a stomach issue; the patient reportedly treated himself with food/drink after his symptoms began. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting, and the blood glucose results were from the approved (per owner¿s booklet) sample site. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.